Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the nurse advanced the spring wire guide and continues with dilator and the process, but then taking out the spring wire guide this shows some resistance and they have to use ultrasound to verify guide position. Finally they could take it out "with a lot of difficulties". The spring wire guide is removed, but once it is out of the patient's arm, it breaks in the hands of the nurse and physician. No patient harm was reported. The patient's condition is fine.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the nurse advanced the spring wire guide and continues with dilator and the process, but then taking out the spring wire guide this shows some resistance and they have to use ultrasound to verify guide position. Finally they could take it out "with a lot of difficulties". The spring wire guide is removed, but once it is out of the patient's arm, it breaks in the hands of the nurse and physician. No patient harm was reported. The patient's condition is fine.